Event description:
It was reported that a user¿s dexcom g7 sensor paired to the dexcom system but failed to pair to the ilet pump, with the pump displaying pairing in progress and no related alerts, consistent with an intermittent communication failure involving the antenna or related electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems consistent with an intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.